Event description:
It was reported to st. Jude medical that the ICD was explanted 1 day post implant when it began sensing noise. Attempts were made to eliminate the noise by reconnecting the leads, but the noise persisted. The ICD was explanted.